Event description:
It was reported, that the device a 8100 lvp, had a "channel error". Although requested, further information was not provided.

Manufacturer narrative:
Added h6 device problem code. H3 other text: addition of h6 device problem code.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device, a 8100 lvp, had a "channel error" although requested, further information was not provided.